Event description:
On two occasions the patient presented with wound drainage. The rns system (neurostimulator and three strip leads) were explanted on (B)(6) 2022. The patient was diagnosed with a subdural incision site infection. Treatment included empirical IV vancomycin/aztreonam, po metronidazole for 6 weeks. The patient is currently recovering.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.